Event description:
Two hours and fifteen minutes into a routine hemodialyiss treatment, pt coughing and complaining of nausea. Medication given for nausea per physician's orders. Labs in 2005 showed high sodium, potassium, chloride, and calcium levels. Pt sent back to pt room after dialysis.